Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 jun 2020.

Event description:
It was reported that during performance verification testing the ventilator's display was dim. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the user interface (ui) assembly. The customer replaced the ui assembly to address the reported issue. The customer reported that the defective ui assembly was disposed.